Manufacturer narrative:
The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was received with normal operating currents. The insulin pump was monitored for several hours and no blank display noted. The battery tube connector plugged in properly to electrical board during visual inspection. No active insulin erasing during testing. However, pump error 4 and 15 alarm found in the pump history due to software error. Pump error 63 alarm confirmed in the pump history due to broken trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the customer received with the motor arm cannot communicate with the main arm and hardware low level failures alarms. The blood glucose was 16.5 mg/dl at the time of incident. The screen turns blank when entering a blood glucose value. The insulin pump will not be returned for analysis.